Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 560 mg/dl and a large ketone level identified as dangerous by healthcare provider. Reportedly, the cause of the high bg was a kinked cannula on a non-tandem infusion set. The infusion set brand and manufacturer was not provided. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Treatment was administered via intravenous insulin, saline, potassium and chemicals to deal with heart stress. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.